Event description:
Medium clip applier not functioning properly during a procedure in the operating room. Device did not function smoothly, it was hard to squeeze to dispense the clips, and the clips did not provide a sufficient clamp.